Event description:
A 64 y.o female w hx of chf, htn, paroxysmal a-fib on rivaroxaban, cirrhosis, ckd stage 3, here with pacemaker issue. Patient was sent to ed following an appointment at the device clinic for follow up on her pacemaker. Per device clinic, patient is pacemaker dependent and was presenting with rv lead malfunction. Pt had pacemaker placed (B)(6) 2022- biventricular permanent pacemaker. FDA safety report ID# (B)(4).